Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported I-stat act-celite cartridges were producing error code 44. A pt was having a cardiac catheterization and when the cartridges were tested, an error code 44 was obtained each time. In total, customer reported 5 error code 44 results. There is no evidence of serious injury or adverse impact to the pt in this complaint.